Event description:
It was reported that the gauge did not return to initial position. The 75% stenosed target lesion was located in a mildly tortuous right coronary artery. A 26 advantage balloon catheter inflation device was selected to inflate an unspecified balloon. During procedure, upon deflation of the concomitant device, negative pressure was applied however, the gauge did not return to its initial position. The device was able to deflate the balloon but the device was exchanged with another of the same device to complete the procedure. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that the gauge did not return to initial position. The 75% stenosed target lesion was located in a mildly tortuous right coronary artery. A 26 advantage balloon catheter inflation device was selected to inflate an unspecified balloon. During procedure, upon deflation of the concomitant device, negative pressure was applied however, the gauge did not return to its initial position. The device was able to deflate the balloon but the device was exchanged with another of the same device to complete the procedure. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis observed contrast media/dried saline in the flexcil line. The gauge needle of the device was reading past 26atm. The device passed all functional tests with a test gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).